Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils had migrated out of the fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort and abdominal pain, menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery ((B)(6) 2016 underwent a tubal ligation- migrated coil was removed). At the time of the report, the device dislocation, menorrhagia, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, device dislocation, dyspareunia and menorrhagia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure medical device') and device dislocation ('one of her essure coils had migrated out of the fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort and abdominal pain, menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (B)(6) 2016-underwent a tubal ligation- migrated coil was removed). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown and the device dislocation, menorrhagia, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, device breakage, device dislocation, dyspareunia and menorrhagia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries discrepancy regarding removal date . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: pathology report clinical history: patient desires sterilization(permanent). Gross description: multiple pieces of springs and wires are identified ranging in between 0.7 to 4.5 cm and vary in diameter from 01 to 02cm (as written). Final pathologic diagnosis: fallopian tube segments and essure devise fragments, labeled from "right and left fallopian tubes, spring from essure", segmental excisions and removal: lumens identified, complete transections of both fallopian tube segments. Fragments of essure medical device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device breakage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , auto-narrative supplement, lab data and event : "fragments of essure medical device" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fragments of essure medical device') and device dislocation ('one of her essure coils had migrated out of the fallopian tube'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort and abdominal pain, menorrhagia ("heavy menstrual bleeding"), abdominal distension ("excessive abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure device removal and (B)(6) 2016-underwent a tubal ligation- migrated coil was removed). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown. And the device dislocation, menorrhagia, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, device breakage, device dislocation, dyspareunia and menorrhagia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently, sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. And she has otherwise, suffered serious and permanent injuries. Discrepancy regarding removal date. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2016, pathology report clinical history: patient desires sterilization(permanent). Gross description: multiple pieces of springs and wires are identified ranging in between 0.7 to 4.5 cm and vary in diameter from 01 to 02cm (as written). Final pathologic diagnosis: fallopian tube segments and essure devise fragments, labeled from "right and left fallopian tubes, spring from essure" segmental excisions, and removal. Lumens identified: complete transections of both fallopian tube segments, fragments of essure medical device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device breakage. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.